Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level ranged between 228-229 mg/dl. Troubleshooting was performed and a minimum fill notification was received indicating an air leak. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.